Manufacturer narrative:
Other text: h6. Evaluation codes: updated. Two (2) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, had not been received by the manufacturer. Photo one shows an unknown extension set attached to two unknown connectors inside a biohazard bag; in the image two red arrows point to sections of the extension set which appear to be deformed. Photos two shows a close-up of the male luer connector attached to an unknown device; the connector is observed to be damaged representative of being melted. The complaint could not be confirmed. No product was received to conduct a functional test. No other analysis was performed. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions were taken because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported the disposable exhibited a no disposable clamp tubing (second call tonight). Resvol unknown as it was reset accidentally during previous call. Rate 10.4. Given 89. Air in line, green flow stop. Patient not affected. No patient injury. No additional information available. Device is not returning for investigation. No credit or replacement requested.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.